Event description:
It was reported that a pump did not pass a flow rate test. The customer stated that the pump was programmed to deliver 50 ml at a rate of 200ml/hr, however, it was reported that only 27.9ml was delivered. When the device was received by sigma for eval, a customer out of order tag was received with the pump that stated ¿infused faster than set rate 2x (was on patient).¿ through additional complaint evaluation, it was found that the pump over infused zoysn to a pt. The customer stated the device was programmed to deliver 50ml in one hour, and the pump delivered two times faster than programmed.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. A flow rate test was performed per the sigma preventive maintenance procedure and found to deliver within spec. Add¿l flow rate tests were performed with the unit passing. An add¿l flow rate test was performed using the event infusion parameters of the over infusion found in the history log (for a period of one hour) with the unit passing. Review of the history log supports the reported event parameters; however, no malfunction could be identified.